Manufacturer narrative:
Correction: h6 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The caregiver for this peritoneal dialysis (pd) patient contacted fresenius technical support and stated that the patient had peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with cloudy pd effluent and abdominal pain. Pd effluent cultures were obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The patient¿s initial pd cultures resulted positive on (B)(6) 2021 for coagulase-negative streptococcus (species unknown). The white cell count was 694 (unknown units) with 89.6% polymorphonuclear cells. The final culture results had not been received. The suspected cause of the peritonitis is constipation as the patient had been reportedly complaining of persistent abdominal pain leading up to the peritonitis event. There was no reported leak or any issues with the liberty select cycler reported for this event. The patient did not require hospitalization.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The pdrn stated the suspected cause of the peritonitis was constipation. This is supported by the initial culture result of coagulase-negative streptococcus. In cases with an intra-abdominal source, the infecting organisms are usually gram-negative enteric bacteria, streptococci and anerobic bacteria. (Salzer, 2018) based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patients peritonitis event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
The caregiver for this peritoneal dialysis (pd) patient contacted fresenius technical support and stated that the patient had peritonitis. Additional information was obtained through follow-up with the patients peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 with cloudy pd effluent and abdominal pain. Pd effluent cultures were obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The patients initial pd cultures resulted positive on (B)(6) 2021 for coagulase-negative streptococcus (species unknown). The white cell count was 694 (unknown units) with 89.6% polymorphonuclear cells. The final culture results had not been received. The suspected cause of the peritonitis is constipation as the patient had been reportedly complaining of persistent abdominal pain leading up to the peritonitis event. There was no reported leak or any issues with the liberty select cycler reported for this event. The patient did not require hospitalization.